Event description:
It was reported that high impedance was observed on the patient's device during a clinic visit. The patient was stated to have been referred for x-rays however no x-rays have been reviewed by the manufacturer to date. No surgical intervention is known to have occurred to date.